Manufacturer narrative:
(B)(4). Batch # r57871. Photo evaluation: one photo was provided. The picture shows the proximal end of a blue reload inside of a plastic bag. The sled can be seen in its home position and with two missing drivers. Based on the photo alone the event describe is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results showed that one ecr60b cartridge reload was returned with 2 drivers missing and 2 drivers out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damage happened during transit. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lung resection procedure, could not fire and staple drivers fell off. During the endoscopic wedge resection of lung lobe, opened the packing, found the staples driver detached from the reload as the photo shows. Changed another reload, could not fire with ec60a. Another device was used to complete the surgery. There were no adverse consequences to the patient.